Manufacturer narrative:
On january 4, 2021, mentor received updates date of implant and explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received an updated date of event and patient age at the time of event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary surgery with a 425cc mentor smooth round moderate profile saline breast implant on the left side and an unspecified mentor saline breast implant on the right side and experienced deflation post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).